Event description:
The hcp reported that the pt first experienced "overdose symptoms" in 2005. The pt had been receiving morphine via the drug delivery system. The hcp aspirated the drug from the pump and refilled it with nacl 0.9% the 3rd day. The hcp believes that the pt was overinfused as the "pump is infusing too fast". The actual reservoir volume did not match the expected reservoir volume. The pt is receiving oral medication. The hcp plans to replace the pump.